Event description:
On (B)(6) 2013 a copy of the patient¿s x-rays was reviewed. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin was fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the x-rays images, the cause for the high lead impedance could not be determined.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Additional information was received regarding the date of birth and age for the patient.

Event description:
On (B)(6) 2013, it was reported that dcdc=7 was seen. There was no known trauma, and the patient was still feeling stimulation and experiencing voice alteration. X-rays were to be taken but have not been received. The patient was a good responder to vns therapy. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place. It was also stated that the patient underwent lead revision in (B)(6) 2012 due to high impedance. This is captured in MFR report #1644487-2013-02117.